Manufacturer narrative:
Continuation of d10: product ID wr9220, lot#: npp035203n. Product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, lot #: npp035203n. H3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Ad456980 was opened to address similar issues. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient's recharger will not power on and is showing scrolling battery lights. Patient received a new recharger (B)(6) 2023 because they were having the same issue with scrolling battery lights (see rtg0482175). Patient said that they were able to power on the recharger on the first day they received it for enough time to pair it to their recharger application but ever since then, has not been able to power it on for long enough to connect to their ins. Patient said 2 days ago they noticed the scrolling battery lights and the inability to power on the recharger completely. During the call the patient attempted to power on their recharger and it did not power on. Patient attempted to reset the recharger on the dock and reset the recharger out of the dock. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device and the docking station.